Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2023. During the procedure, the leads were tested, and no capture was noted with the left ventricular lead. An x-ray confirmed lead dislodgement. The lead was capped and replaced during the procedure. The patient was stable.